Manufacturer narrative:
(B) (4). Eval method: device history was not reviewed as no serial number was reported. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without the return of the valve, no definitive conclusions can be drawn regarding the performance of the valve. The report of the pt's multiple coagulopathies lead us to believe this was a contributing factor in the event.

Event description:
Medtronic received info that the pt with this bioprosthetic valve implanted in the pulmonic position in (B) (6) 2009, underwent surgery for resection of thrombus around the valve. It was reported that the pt had thrombocytopenia, clotting factors deficiency, and accompanying coagulopathies. Initial cultures were reported negative for organisms. However, a week later, aspergillum was found.